Event description:
It was reported that the patient was assaulted which required her to have a full neck fusion. The patient asked if this assault could have damaged the lead. It was reviewed that any jolting or abrupt trauma to the device had the potential to damage the lead. The patient reported she hadn¿t use stimulation since the assault until three weeks ago when she couldn¿t feel stimulation on the left side and that stimulation changed after the assault. It was confirmed that the transmitter was functioning properly but the patient felt no stimulation. It was reviewed with the manufacturer¿s representative (rep) how to change programming and the rep. Was able to make changes to the left side so the patient could feel stimulation at around 4.6 volts and the patient still had stimulation on the right side at around 3.5 volts. Following programming in phy mode, once switch was moved to patient mode, the patient stated she wasn¿t feeling stimulation. The rep. Stated the amplitude went back to zero volts so they titrated stimulation back up to appropriate values where she could feel stimulation. The patient indicated that it seemed that stimulation was fading or disappearing. It was noted the patient was getting a stimulation trial system for their neck in the next few weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3272, serial# (B)(4), implanted: (B)(6) 2000, product type: receiver. Product ID: 3998, lot# l57338, implanted: (B)(6) 2000, product type: lead. Product ID: 3272-51, serial# (B)(4), implanted: (B)(6) 2000, product type: receiver. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was being replaced the day after this report. It was unknown why the revision was taking place but it was alleged that the device was not working anymore. The manufacturer's representative wanted to know the options for replacing the device depending on what happened while testing during surgery. The impedances were going to be checked and if they were bad then they would remove the device and put a new lead in. The extensions were inactive. It was recommended that imaging take place ahead of time. No outcome was reported. If additional information is received a follow-up report will be sent.